Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. No date is available of yet. The additional information will be provided in a supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor sn (B)(6) on (B)(6) 2024. Sensor was palpable before the incision. Transmitter and ultrasound was used to localize the sensor.